Event description:
Caller reported a cartridge alarm 20 on september 9, 2025. As a result, the customer experienced a blood glucose level between 400-500 mg/dl and visited the emergency room where they received IV and fluids, including saline and insulin, resolving the issue. Although no injury or permanent damage was reported, technical support decided to replace the pump. The customer will temporarily use multiple daily injections to ensure continued insulin therapy until the replacement pump is received and installed.